Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th distal stent wrap with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a lesion in the left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. It is reported that stent deformation occurred in vivo during positioning. The stent struts were lifted trying to position. The procedure was completed using another onyx stent. The patient is alive with no injury.